Manufacturer narrative:
Two devices were received for evaluation. A visual inspection was performed and particulate matter (pm) was observed on the inside wall of the inner pouch in sample #1 and on the probe tip in sample #2. Microscopic inspection of the pm was performed and it was determined to be fiber. The size of the pm was in sample #1 was small enough to meet specification. In sample #2, the pm was embedded on the coated probe tip which did not meet specification. The reported condition was verified. The cause of the reported condition was a manufacturing error. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the inner pouch of two (2) vascular probes. The pm was discovered during incoming inspection by the distributor. There was no patient involvement. No additional information is available.